Manufacturer narrative:
Unit passed displacement test, rewind, self test, off no power test, unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unable to perform occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Upon visual inspection moisture damage was noted on the motor. No moisture damage on the electronic stack, battery tube and vibrator assembly noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when attempting to change the set. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was dropped into water a couple days prior to the error alarm. Drive support cap was noted to be normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.